Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call low reservoir anomaly. Customer's blood glucose level was 15.7 mmol/l. Troubleshooting for low reservoir anomaly was performed. Customer advised insulin dripped out of the reservoir when the new reservoir and set were inserted. Customer's mother advised the next day the reservoir was completely empty and when they changed out the reservoir and set once again the reservoir continued to drip. Customer's mother filled the reservoir, connected the set, completed the rewind process and then properly placed the reservoir inside the device. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed visual inspection and failed per inspection due to the snap-cap being detached from the reservoir's barrel, and being attached to the transfer guard. Evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were found.